Event description:
It was reported that prior to a cryo ablation procedure during setup, the mapping catheter could not be inserted into the y-connector. Upon inspection, it was determined that the tip of the mapping catheter was kinked. The mapping catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.